Event description:
It was reported that the surgeon inserted a competitor's lens and the lens was torn by the msi-pm injector during insertion. The lens was removed without enlarging the incision and another lens was implanted. Sutures were required to close the incision. The patient's current prognosis is great.

Manufacturer narrative:
A lot order search was conducted on the injector and cartridge. There were four similar complaints found for the injector and three similar complaints found for the cartridge within the lot orders.